Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead implanted: (B)(6)2014 ; (B)(4) lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was nsvt (non-sustained ventricular tachycardia) episodes due to apparent lead noise. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.